Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that their therapy had been shutting off by itself and they were not getting therapeutic benefit since implant on (B)(6) 2016. It was indicated that there was a sudden change in therapy/symptoms. It was indicated that the patient was also implanted with a pain stimulator from another manufacturer in (B)(6) 2016. Since they had gotten that device, neither device was working for them and they had problems with their interstim therapy. It was noted that the patient had their implantable neurostimulator replaced on (B)(6) 2016. The patient mentioned that their pain symptoms had returned, but they were not sure when this occurred. It was noted that the patient saw their healthcare provider yesterday and on the day of the report. Their therapy was on during the appointment. During the call, the patient did not feel stimulation and the therapy was on. It was also reported that the patient was not seeing program options on their screen when connected. They stated that they had two programmers. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant product: drg pain stimulator-st. Jude's (implanted). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had lost clinical effectiveness, despite re-programming, which led to the replacement on (B)(6) 2016. There was also an impedance > 1500. The patient was seen and the device was examined. There were no issues and the hcp believed that the problem was concomitant with a stimulator from another manufacturer. The device was turned back on and the hcp recommended that the patient see the other manufacturer and to take their patient programmer. The cause of the issues was unknown and it was too soon to tell if the issues had resolved.